Event description:
It was reported that the physician was treating a 2.8mm a gastroduodenal artery (gda) aneurysm and was given an azur hydro coil instead of an azur cx by a new technician. The physician pushed the first loop out just fine and then the coil just came out straight. The physician paused for 15-30 seconds to let the coil soften and attempted to push the coil out of the microcatheter again. This time it pushed the microcatheter back and physician tried to track the catheter over the coil when a pop was felt, and the coil broke off of the pusher wire. The physician then pulled the microcatheter and coil out and was able to remove the coil from the microcatheter on the back table. Procedure was completed successfully using other azur cx coils, and the patient was stable.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Additional information: d9 (date device returned), h6, h10 (summary device evaluation). Summary deivce evaluation: the investigation of the returned coil system found the implant stretched, damaged, and separated from the pusher. The pusher was not returned for evaluation; furthermore, the attachment monofilament was not present in the implant. Without the return and evaluation of the pusher and monofilament, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the pusher and monofilament, the reported event is considered non-verifiable.